Event description:
It was reported that the user experienced hyperglycemia after a carbohydrate-heavy meal, with ilet sensor reading 281 mg/dl trending upward and a confirmatory fingerstick of 283 mg/dl, shortly after a routine supply change; no device alerts or alarms were present, and education was provided to monitor and consider another supply change if glucose did not trend down within an hour. Symptoms included elevated blood glucose. Outcomes included no reported injury, no medical intervention beyond monitoring guidance, and no hospitalization. Investigation included a review of device performance via user report and verification that no alarms were generated. Investigation of this case revealed normal device behavior with postprandial hyperglycemia consistent with recent high-carbohydrate intake and no evident device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.